Manufacturer narrative:
Medical product - natural knee I femur catalog# 620000009 lot# 1629747, natural knee ii patella catalog# 630007100 lot# 61450914. Event is being reported to FDA on two medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565 - 2016 - 04560).

Event description:
It was reported patient underwent a revision due to loose and defective tibial insert and baseplate approximately six years post implantation.

Manufacturer narrative:
Reported event was confirmed by review of the returned product, xrays and surgical notes. Visual examination of the returned products showed wear, scratches and a fracture on the articular surface's condylar surface the right anterior lip. Provided x-rays showed development of radiolucencies at metal -bone interfaces of the tibial component are consistent with loosening of the tibial component. The surgical notes are consistent with the observed damage to the returned art surface, and explain the metal-on-metal type of damage observed to both the tibial plate and femoral device that were returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided.